Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in the stomach during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2024. During the procedure, bleeding was noticed after a gastric biopsy, however the physician felt it was not significant enough to place a clip. Two days after the procedure, the patient called to report they were experiencing blood in their stool. The patient was advised to go to the emergency room and there they received 2 liters of blood. The physician thought that the bite taken by the biopsy forceps caused the black stool. The patient fully recovered and was sent home.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable event of major bleeding. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2302 captures the reportable event of blood transfusion.